Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia after a missed meal announcement, with glucose levels exceeding 400 mg/dl for approximately four hours, despite no reported infusion set leaks, no pump alarms to indicate stopped delivery, and subsequent infusion set replacement guided by support. Symptoms included no reported physical complaints. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included guided troubleshooting and education, including a full set change and counseling on disconnection protocols. Investigation of this case revealed that the likely cause was a missed meal announcement resulting in insufficient insulin for the meal, with persistent hyperglycemia despite corrective steps and a subsequent decision by the user to administer a subcutaneous manual insulin dose. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error associated with missed meal announcement.